Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, during firing the handle was stiff and when the surgeon squeezed the handle with more force, it was able to be squeezed, but the device only fired halfway. In addition, the handle had a crack sound during firing. The surgeon then used another device to resolve the issue in order to complete the case. The surgical time was extended by less than 30 mins. There was no patient injury.